Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01 implantable pulse generator (B)(6) 2013, 4524 implantable pacing lead (B)(6) 1995. (B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) and the battery depletion was more rapid than expected. At a device check a month post implant the voltage was 3.05 volts with 9 years of expected longevity. Then a remote monitoring transmission check four months post implant the battery voltage showed 2.83 volts with an expected longevity of 9-16 months. Also, the right atrial (ra) lead had low impedance in the 200 ohms range, but it was stable. The right ventricular (rv) lead had small r-waves in bipolar so was programmed unipolar. The device was explanted and replaced. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.